Manufacturer narrative:
Consumer reported experiencing a burning and stinging sensation while using the product. Consumer reported following the instructions. There was no report of a medical evaluation or medical treatment associated with the experience. The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure.

Event description:
Consumer reported experiencing a burning and stinging sensation while using the product. Consumer reported following the instructions. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.

Manufacturer narrative:
Received additional information and updated describe event or problem with the new symptoms. Updated evaluation codes with the new patient codes for the new symptoms the consumer experienced. Model #/lot # and correction/removal reporting number were not included in the initial report.

Event description:
Consumer reported experiencing irritation after using the product.

Manufacturer narrative:
The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits.